Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. Premature collapsing of wings was experienced. Closure was achieved with manual compression. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there was no lot info. We were not able to perform device history record review in this case. A supplemental report will be submitted with any relevant info.